Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified lower glucose sensor scan on the adc device compared to an unspecified reading obtained on a built-in precision meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Details of the customer's symptoms are unknown. Furthermore, the customer required unspecified treatment from both non-healthcare professional and healthcare professional. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 56 mg/dl was compared to an built-in precision reader result of 500 mg/dl. The length of sensor wear was 6 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to undisclosed reason. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified lower glucose sensor scan on the adc device compared to an unspecified reading obtained on a built-in precision meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Details of the customer's symptoms are unknown. Furthermore, the customer required unspecified treatment from both non-healthcare professional and healthcare professional. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 56 mg/dl was compared to an built-in precision reader result of 500 mg/dl. The length of sensor wear was 6 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.